Event description:
It was reported that the right atrium (ra) and right ventricular (rv) leads had insulation breaches on visual inspection. The ra lead was repaired and remains in use and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.